Event description:
A staff member from the pharmacy of a hospital reports that the diopter of an implanted intraocular lens (iol) does not match the labeled diopter on the packaging. He also states there was no patient injury/impact associated with this event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary- the complaint device was returned in a vial filled with a clear unknown solution. The primary packaging with the product information was not returned. The iol was removed from the vial and allowed to dry prior to evaluation. The iol showed signs of handling and damage to the optic and haptic. One haptic was chipped and the optic was torn/split (possibly cut ) in two prices. Due to the condition of the lens, a measurement of the diopter was not possible. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product.